Event description:
The pt rec'd two leads with the same lot number. It was reported the pt had a cerebrospinal fluid leak during the implant procedure. The physician performed a blood patch, and it was reported the pt was asymptomatic postoperative. At the f/u appointment the pt reported a headache and vomiting the previous night. The physician kept the pt in the office and administered IV fluids, anti-nausea medication and caffeine. The pt left the office later the same day and was reportedly well after receiving the treatment.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.